Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported as per the vad coordinator that the modular cable for patient kf had noted corrosion and was swapped out. Log files were sent in for a patient that had an ongoing a drive line communication fault that came in with a new drive line power fault. The modular cable and controller were exchanged and the drive line power fault returned immediately. The communication fault has not returned. Looking at the modular cable connector from the old modular cable, there seemed to be some corrosion. Patient was currently admitted. On (B)(6) 2019 tech services arrived on site for hm3 drive line evaluation and repair. Hm3 percutaneous cable replacement performed custom made device drive line splice instructions. Connected replacement hm3 percutaneous cable to new hm3 modular cable without issue. Post repair there were no issues noted. Clinical specialist returned removed hm3 percutaneous cable and hm3 modular cable for evaluation. No further or additional information was provided.

Event description:
Related manufacturer report number: 2916596-2020-05498.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: examination of the in-line connector revealed a crack to the brown socket that appeared to have resulted from the observed corrosion. The report of driveline power faults was confirmed onsite by an abbott representative. The evaluation of the replaced external portion of the pump cable for heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed areas of corrosion within the pump cable in-line connector. Although a specific cause for this finding could not be conclusively determined through this evaluation, the corrosion would have contributed to the reported driveline power and communication fault alarms. It was reported that the patient had an ongoing driveline communication fault and presented with a new driveline power fault. The modular cable was exchanged; however, the driveline power faults returned immediately. The driveline communication fault did not return. The patient ultimately underwent a distal pump cable repair on 31oct2019. Approximately 3¿ of the replaced portion of the pump cable was returned. The severed ends of the pump cable wires were wrapped with tape. It was noted that a portion of pump cable from the repair kit was also returned. Upon disconnection of the pump cable from the modular cable, green/black corrosion was noted within the in-line connector of the pump cable. Electrical continuity testing confirmed an open connection on the red wire (power b line). In addition, the test also revealed high resistance in the yellow wire (communication b line) and brown wire (power a line). Further dissection of the in-line connector of the pump cable did not reveal any corrosion inside the potted area. The wires inside the potted area were unremarkable. Following dissection and cleaning, the electrical continuity testing was repeated and the increased electrical resistance could no longer be reproduced. The observed corrosion would have contributed to the open connection and high resistance observed along the wires, contributing to the driveline power and communication fault alarms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10aug2018. The heartmate 3 lvas instructions for use (IFU) warns to keep connectors clean and dry and away from water or liquid. The patient handbook also lists examples of emergencies, including driveline power fault and driveline communication faults, and the recommended actions associated with these emergencies. The IFU and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.